Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the tubes. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: in use. Defect: in the blood collection clinic of the laboratory department, it was found that there were black foreign particles in the tube wall, which could not be removed with a cotton swab. Quantity: 2 pcs. Effects: no effect on patients and users. Claim settlement: no claim settlement, a complaint reply letter is required.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) customer video and three (3) photos were provided for investigation. The photos and video were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® sst¿ blood collection tubes "black" foreign matter was discovered in the tubes. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: in use. Defect: in the blood collection clinic of the laboratory department, it was found that there were black foreign particles in the tube wall, which could not be removed with a cotton swab. Quantity: 2 pcs. Effects: no effect on patients and users. Claim settlement: no claim settlement, a complaint reply letter is required.